Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: e1 (street 1, city, postal code, email removed) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The reported issue was confirmed. The most likely cause was traced to component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, on the initial registration, the catheter was outside the sensing volume. This never resolved despite being well within the mainstem bronchus. All of the cables were checked, and the registration and procedure were restarted, but nothing solved the problem. A new catheter was used to resolve the issue. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury.